Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, while stapling gastric tissue, the sureform 60 stapler instrument would not complete a staple line, nor the cutting action. The customer reported an irregular cut, with a risk of leakage at the staple line site. They further reported no clinical consequences and a non-significant procedure delay. The staple line was completed with suture, and the stapler in question was replaced. Intuitive surgical, inc. (Isi) contacted the site, and the following additional information was obtained: no fragment fell into the patient. The stapler was inspected prior to use, and there was no damage or any abnormalities noted. The issue occurred while using a green sureform 60 stapler reload, which was chosen due to the thickness of the tissue. The issue occurred during the first fire while stapling gastric tissue, and the tissue was not calcified, nor was it exposed to radiation or chemotherapy prior to the procedure. There was no tissue tension or bunching. The stapler did work during the surgery, and there was no issue with a failure to fire. However, there was a partial fire, and the stapler jaws opened/released during the firing sequence. Staples were not deployed unexpectedly. There were no staples missing from the staple line, but there were holes/gaps observed in the staple line. The reload was not stuck to tissue. The surgeon did not encounter any obstructions, such as clips, staples, or other hard material between the instrument jaws. Reinforcement/buttress material was used. There was bleeding observed from the gastric tissue, but it was an expected amount as part of the procedure. Less than 100 ml of blood was lost, and no transfusion was needed. The staple line was oversewn with suture to control the bleeding and to resolve the holes in the staple line. There was no unplanned tissue removal as a result of this issue. The surgeon replaced the stapler, and the procedure was completed. The reload is not available for return to isi for evaluation, and no photos or videos are available for review. Patient demographic information was provided, with the relevant patient medical history including grade ii obesity. When asked if the event involved the tissue being pushed forward or dragged, there was no response. When asked if there were malformed or unformed staples or an exposed blade, there was no response. When asked if the stapler was stuck on the patient's tissue or if the surgeon stapled over an existing staple line, there was no response. When asked if the surgeon encountered any clamping or unclamping problems prior to firing the stapler, there was no response. When asked which error messages were generated during the incident, there was no response. The site did not provide the batch sequence number for the stapler involved in this incident, nor did they confirm the date and procedure details for the incident.

Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the product for evaluation. If additional information is obtained, a follow-up MDR will be submitted. A review of the system logs for the event date cannot be performed at this time, due to insufficient information. An advanced review of the device logs for the instrument used in the procedure cannot be performed at this time, due to insufficient information. An incomplete lot number was provided, and no instruments were returned to intuitive surgical, inc. For evaluation. This is considered a reportable adverse event and malfunction due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, while stapling gastric tissue, the sureform 60 stapler instrument loaded with a green sureform 60 stapler reload would not complete a staple line, nor the cutting action. The customer reported that the staple jaws opened during the firing sequence, resulting in an irregular cut, with holes in the staple line and a risk of leakage at the staple line site. The staple line was oversewn with suture, and the stapler in question was replaced. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.